Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A device history record review has been initiated and analysis of the data has not been completed. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: warnings: juvéderm ultra plus® injectable gel must not be injected into blood vessels. Introduction of juvéderm ultra plus® injectable gel into the vasculature may lead to embolization, occlusion of the vessels, ischemia, or infarction. Take extra care when injecting soft tissue fillers, for example, after insertion of the needle, and just before injection, the plunger rod can be withdrawn slightly to aspirate and verify the needle is not intravascular, inject the product slowly and apply the least amount of pressure necessary. Rare but serious adverse events associated with the intravascular injection of soft tissue fillers in the face have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis, and damage to underlying facial structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in vision, signs of a stroke, blanching of the skin, or unusual pain during of shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate physician should an intravascular injection occur.

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra plus in the nasolabial fold. Packaged needle was used. During the injection while the needle has been punctured into the skin of the patient, the plunger rod was dislodged while withdrawing it. The product was injected into the patient. There were no injuries.